Event description:
Bsx acuity pro cs outer extended hook right model 8109 lllbsc acuity pro inner catheter 130 degree model 8103 bsx acuity pro inner catheter 90 degree model 8100 bsx acuity pro cs outer extended hook straight right model 8107 the patient's blood pressure dropped significantly resulting in echo being called and the ensuing pericardial tap. The echo identified a pericardial effusion. The catheters used during the procedures were competitor products. The physician noted that the tears that caused the effusion were created by the cs catheter. The patient passed away on (B)(6) 2022. Dr. (B)(6) was consulted and agreed that the tears to the svc and the ivc were likely during the time frame that the staff was doing compressions. The cs tear was a perforation while the physician was searching for the coronary sinus. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).